Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported discrepant active system blood glucose results taken within 10 minutes: (B)(6). No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.